Event description:
It was reported that the patient presented in-clinic after receiving inappropriate therapy due to p-wave oversensing. X-ray found the lead had dislodged. The patient had twiddler's syndrome. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.